Event description:
The customer reported via phone call that they had a keypad anomaly. The customer stated the act button was hard to press and would intermittently work. Customer's blood glucose was 425 mg/dl. The customer treated their blood glucose with a manual injection. It was also reported the customer did not receive a low battery alert prior to their insulin pump shutting off. Customer also reported receiving false low reservoir alarms and frequent battery changes.. The customer could not recall any significant events leading to the keypad issues. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.